Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while deploying the second flange, the first flange was pulled out of the cyst, and the stent was fully deployed in the stomach. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The stent was removed from the patient using grasping forceps. The physician attempted to place a second axios stent, but the same issue occurred. The second stent was removed from the patient using grasping forceps. The physician successfully placed a third axios stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.